Event description:
A male patient contacted lifecor customer support to report that he plugged in the battery charger and there was a spark and the battery charger started smoking. Support sent the patient a replacement battery charger.

Manufacturer narrative:
Device evaluation summary- device evaluation of battery charger has been completed. The reported problem was reproduced. The cause of the charger problem was an unknown liquid in the battery charger. The root cause of the defective charger was probably coffee spilled into the well of the battery charger. The battery charger was scrapped. No adverse event resulted from the damaged charger. The patient received replacement charger.